Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device will not charge the battery. Multiple charges were used, but did not resolve the issue. It was noticed during a shift and was promptly taken out of service. There was no patient involvement. No patient or user harmed and no patient care impacted.

Manufacturer narrative:
Device problem code updated.